Manufacturer narrative:
(B)(4). Date of event : (B)(6) 2015. Implant date: (B)(6) 2008. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a humeral trauma plate revision procedure approximately eight (8) years post-operatively due to a fractured plate. The plate was removed. No further patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a humeral trauma plate revision procedure approximately eight (8) years post-operatively due to a fractured plate. Two (2) plates were removed. This plate was fractured, however it is unknown if the second plate was also fractured. No further patient consequences were reported.